Event description:
Reporter indicated high lead impedance readings greater than 10,000 ohms was received for a vns pt at an office visit. X-rays did not reveal any lead breaks per the reporter. The reporter was advised to disable the vns, but left it enabled at her discretion. The pt later had vns lead and generator replacement surgery. The explanted devices were received back for analysis with paperwork indicating a lead discontinuity was the reason for replacement. Attempts for further info are in progress, and analysis of the explanted devices is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.